Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4). Product unavailable for analysis.

Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure the patient died. The target lesion was located in a saphenous vein graft (svg). The reference vessel diameter was 3mm and the lesion length was 32mm. Pre-procedure was 99% stenosis and post-procedure was 0% stenosis. A 3.0x32mm liberte stent was implanted. No information if direct stenting was attempted. The procedure was a technical success. 6 days later, the patient had silent ischemia. Medication was asa. The patient experienced sudden cardiac death. No further information available.